Event description:
It was reported that the patient was having inappropriate shocks. The doctor has now programmed the therapy off by placing a magnet. The local representative in in route to check the device. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.